Event description:
The consumer reported that the patient experienced a loss or change of therapy. For 2 months the patient had been in the hospital on and off and it was not related to their device or therapy and they didn't have their patient programmer. The implant seemed to work very well until then. The stimulator was not working very well. The patient had a constant urge and started having bowel accidents since (B)(6) 2016 and could not quit having bowel movements since 2 months ago. The patient had the implant set at 8v and thought if they set it higher than that, it might be better. This was a new problem as the patient was really constipated in (B)(6) 2016 because they switched medications and took a stool softener and couldn't quit going. As soon as the patient urinated, they had bowel accidents. The patient had the implant for their bowel. The patient felt like they had a bowel movement every minute. The patient programmer was set to program 2 and the patient couldn't get to program 4. The programmer would stay on program 4, but the checkmark would not appear in the box. The patient was on program 4 at 6.0v, but therapy was not on. The patient turned the implant back on, increased to 6.8v, and felt comfortable stimulation in the correct area. The patient was supposed to have a full physical next week to get a new primary care physician (pcp). The health care provider (hcp) wanted to know if the stimulator was working. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.